Manufacturer narrative:
(B)(6). Investigation summary: no samples were returned by the customer in support of this complaint (although samples were going to be sent), and no photographs were attached. The tubes expired at the end of (B)(6) 2019, so testing retains was not an option. Investigation conclusion: no qns or other issues relating to the reported defect were identified in the dhrs. The complaint is not confirmed due to the lack of any objective evidence. Root cause description: no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for evaluation of current trends. (B)(4) has been created to investigate this issue.

Event description:
It was reported that 500 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced under filling during use.